Manufacturer narrative:
Product ID (B)(4) ,lot# v686988, implanted: (B)(6) 2011, product type lead product ID: (B)(4), serial (B)(4). Product type programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information initially received from a healthcare provider for a clinical study reported slight progression of the lead noted on the 12 month x-ray. No action taken and the event resolved without sequelae on (B)(6) 2012. No symptoms were associated with the event. On (B)(6) 2016 clinical (B)(6): additional information received from the consumer reported the event resolved on (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.